Event description:
According to the reporter, during intubation of the catheter, the catheter shaft was kinked and the catheter could not be placed. The catheter was not repaired, there was no leak, tego was not utilized, and there was no luer adapter issue. The patient was treated under local anesthesia. Betadine was the cleaning agent used on the device. No other defects or damages were found on the product. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. The insertion site was treated with betadine prior to product placement. Flushing was not done prior to use. The product was replaced with the same product ID (identifier) and lot on the same day, and this resolved the issue and the treatment was completed. There was no blood loss. A blood transfusion was not required. No medical intervention or treatment was required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during intubation of the catheter, the catheter was kinked and the catheter could not be placed. The catheter was not repaired, there was no leak, tego was not utilized, and there was no luer adapter issue. The product was replaced. There was no reported patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one catheter kit, with the cannula of the permcath being noticeably kinked. Aside from this kink, there appeared to be no abnormalities with the catheter or the additional items from the kit.(guidewire, sheath, needle etc.) It was reported that the catheter was kinked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.